Manufacturer narrative:
The pump was received with a severely scratched lcd window.

Event description:
It was reported via phone call that the customer had a crack on the insulin pump. The crack was along the whole display. Customer's blood glucose was 4.0 mmol/l. Customer stated that sometimes he has been able to see bubbles underneath. Customer was advised that the pump will need to be returned and replaced.